Event description:
It was reported that an rx ultra stent was implanted in the saphenous vein graft to the posterior descending coronary artery. After the procedure, it was noticed that the rx ultra stent was past its expiration date. Use after expiry date was not known until after the procedure. The patient outcome was satisfactory. There was no additional information provided.

Manufacturer narrative:
(B)(4): device use after labeled expiration date. It is indicated that the device is not returning for evaluation; therefore, analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. It should be noted that the rx ultra instruction for use, precautions section, states: note the product use by date. Based on the information reviewed, there is no indication of a product deficiency.